Event description:
On (B)(6) 2014 a small mobile echodensity visualized in the lvot. During this admission, ldh rose to over 1000, plasma free hgb of 59, vad power spikes, urinalysis positive for large blood. Heparin was started.

Manufacturer narrative:
(B)(6).